Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
The complainant reported that the patient on impella 5.5 support developed hematoma at the access site. The patient was taken to the operation room for a washout of the hematoma. The patient has less swelling and pain post washout. Systemic heparin held. It was further reported that the patient had ventricular tachycardia. Impella was repositioned as it was close to the mitral valve. The patient remains on impella support.

Manufacturer narrative:
The investigation for the reported access site bleed and ventricular tachycardia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed and ventricular tachycardia could not be determined.